Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-05231 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the power button kept sticking and it was not known if it had been dropped. The event occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.